Manufacturer narrative:
(B)(4).

Event description:
Additionally, it was noted that the patient started to complain of pain during the orbital atherectomy procedure. At this point, no antegrade flow was observed and a dissection of the proximal at artery was observed.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, no flow was observed after using a csi orbital atherectomy device (oad). The target lesion was located in the anterior tibial (at) artery. A stent was deployed after observing the no flow. The patient status remained stable throughout the procedure. Additional information has been requested regarding this event.